Manufacturer narrative:
(B)(4).

Event description:
The infusion pump programmer displayed an error message during pump inquiry on (B)(6) 2015. The pump was stopped and will be evaluated at a later date.

Manufacturer narrative:
It was observed that there was a duplicate report. Please refer to MFR 3006803715-2016-00088 and supplementals for the complete reported information regarding this event. Internal complaint number: (B)(4).